Event description:
Further follow-up identified that the patient stopped charging their device due to having difficulties with charging their scs ipg. The issue has since been reportedly resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended. In turn, the device became inoperable. Surgical intervention was taken on (B)(6) 2019 wherein the scs ipg was explanted and replaced.